Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and was explanted shortly after implant due to a dislodgement. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and was explanted shortly after implant due to a dislodgement. This lead was successfully replaced. No additional adverse patient effects were reported.